Event description:
A healthcare worker complained of itching on the hands, eczema, sneezing, and pain in the throat while working in a room where disopa was used. The worker was seen by a physician, and no further information was available. The customer reported the room where disopa was used has poor ventilation.